Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 12 years 5 months following the implant of this transcatheter bioprosthetic valve, leaflet thickening with pannus and thrombus formation was noted. Additionally, it was reported that the patient was hospitalized due to an unknown reason. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient was treated with a non-medtronic transcatheter valve 12 years, 5 months, and 16 days following the implant of the medtronic transcatheter bioprosthetic valve. It was also noted that the patient was hospitalized for several comorbidities including aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.